Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 23, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as backup insulin therapy. Technical support arranged for a replacement pump to be sent and provided instructions for returning the faulty pump and preparing it for storage. All instructions for receiving and returning the pump were understood and acknowledged by the caller.